Event description:
My son is a type 1 diabetic and uses omnipod 5. We used 4 pods in lot number ph1u08162531. The 4 pods all failed and caused significant blood sugar rises. Two pods failed the evening on (B)(6) 2026 and resulted in large keytones in his urine and he vomited. We ended up taking him to the emergency room in order to prevent him from going into dka which is life threatening. We have 2 unopened boxes from lot number ph1u08162531 and we believe the entire lot should be recalled in order to prevent additional life-threatening results to type 1 diabetics. We contacted insulet and they told us without a pod failure it was not their responsibility to investigate. My son's blood glucose was 350 to 420 for long range of time due to pod failure; he had large keytons in urine as well. Patient codes: 1905, 2364, 2144. Device code: 2588. Reference reports: mw5183508, mw5183510, mw5183511.